Event description:
This is an international report where the homechoice (hc) machine sounded a low drain volume alarm during initial -drain. The home patient (hp) was connected to the machine. The hp's wife stated that the hp forgot to put the mini cap on the transfer set after he disconnected this morning and some fluid leaked out. The technical service representative (tsr) instructed the care giver (cg) to contact the hospital about the hp not putting the mini cap on and fluid leaking out of the transfer set. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A follow-up report will be filed should any significant supplemental information become available. A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). The problem is confirmed. The root cause is use error. The lot number is unknown; therefore, a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.